Event description:
Pump alarm 30 was reported while the device was in use, and there was no adverse impact to the customer's blood glucose level. Although the customer attempted to load a new cartridge with guidance from technical support, the alarm recurred, preventing the resumption of insulin therapy. Consequently, technical support arranged for a replacement pump, ensured the customer had a backup insulin delivery method, and instructed the customer on returning the faulty pump.